Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015. Customer's blood glucose level at the time of the hospitalization was 30 mg/dl. Customer states she does not recall details of what led to the hospitalization, but does recall having a missing bottle cap. Troubleshooting was not performed, and advised to revert to her back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.